Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction.   To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported foreign matter, identified as hair, was present within the product. Photos depicting the reported complaint issue were provided by the complainant.

Manufacturer narrative:
The historical complaint data from march 01, 2016 to march 31, 2018 was reviewed as it relates to reports for product number 187955. A total of nine (9) complaints, including this one, were reported. Eight (8) of the nine (9) complaints were for foreign matter other than hair however; this one is for a hair in the package. This is the only complaint for a hair in the package for this product during this timeframe. Evaluation of the picture does show a small hair within the device packaging. No further investigation/actions can be performed as the manufacturing facility has since closed and is no longer in operation. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).